Event description:
Subsequent to the initial medwatch report information received indicates that the patient experienced chest pain on (B)(6) 2012. The patient presented to the emergency room on (B)(6) 2012 and was hospitalized with a myocardial infarction. Treatment included increasing aspirin to 325 mg daily, in addition to starting plavix. On (B)(6) 2012, the patient underwent a percutaneous coronary intervention revascularization with implantation of a drug eluting stent to a non-target lesion. The patient was discharged home on (B)(6) 2012. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the mid left anterior descending artery with one xience v rx 2.75 x 15 mm stent. At the end of (B)(6)2012, the patient experienced chest pain and was hospitalized with a myocardial infarction. Revascularization was performed with implantation of a drug eluting stent. The study drug was discontinued and the patient was started on plavix. There was no additional information provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): remove hospitalization-initial or prolonged. Remove required intervention to prevent permanent impairment/damage (device). Remove disability or permanent damage. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of occurrence is (B)(6) 2012, since the event was reported to have occurred at the end of (B)(6) 2012. Other: aspirin, study drug (blinded clopidogrel or placebo). In this case, there were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.